Event description:
The customer states that the ortho provue gave a positive result in rh typing for a patient sample that was negative in the tube method. No erroneous results were reported.

Manufacturer narrative:
The customer confirmed with cts that the daily qc testing was performed and all results were acceptable. The customer performed repeat testing using the tube method and stated the result was rh negative. The customer performed repeat testing on the ortho provue and the result indicated that the rh typing was now negative. (B)(4). Service not requested.